Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the pre-discharge check the day after implant, the pacemaker was found to have triggered a lead safety switch on the right ventricular (rv) lead due to high out of range impedances of 2030 ohms. All other measurements were stable and within normal limits. The out of range alert limit was increased and the patient is being followed remotely. The system remains in service. No adverse patient effects were reported.